Event description:
The customer reported that during reprocessing of the subject device, an error code for a blockage in the system occurred with the reprocessing system. The scope could not be fully decontaminated due to a blockage in the air/water channel. The device was returned to an olympus service center for evaluation. During the inspection of the returned device, black rubber-like material was observed protruding from the air/water nozzle, confirming the reported issue.

Manufacturer narrative:
During inspection and testing of the device, service determined the foreign material did not originate from the olympus endoscope. The following defects were found by service during the evaluation of the device: due to the blockage, the water flow, water removal, water channel volume, and air channel volume were out of specification. The light guide lens was chipped. The light guide lens adhesive was pitted. The optical lens adhesive was worn. The adhesive at the distal end was discolored. The control body aspiration housing colored ring was worn. The control body air/water housing colored ring was worn. The electrical safety test results were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting the air/water nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.